Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). Five (5) used caresites were returned in conjunction with this complaint. The valves were returned without packaging and were contaminated. Visual evaluation of the returned samples showed cracks on four of the samples. The returned valves were tested per specification for leakage. Beginning at 0psi and gradually increasing water pressure up to 45psi, leakage was observed on four out of the five samples returned. The reported defect was confirmed. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to change the caresite luer thread design to help withstand the stresses applied during access of the valve. In addition to the design change, the mold process parameters were changed to higher pack pressures in order to provide additional strength to the inlet port of the valve to resist cracking. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: customer reported having 4 incidences where the caresite lad were leaking chemo. No injuries reported.